Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vein side center. A 9.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. During the second inflation, the balloon ruptured longitudinally at 14 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer:a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the proximal markerband to the distal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vein side center. A 9.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. During the second inflation, the balloon ruptured longitudinally at 14 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.